Manufacturer narrative:
The subject device was not returned to the service center for evaluation, therefore, the cause of the reported event could not be determined at this time. To mitigate the risk of patient injury or device damage, the instruction manual provides warning that states, "before use, carefully inspect the entire coil sheath as instructed in this chapter; confirm that it is not crushed, bent, deformed or otherwise damaged. A damaged coil sheath may not be able to properly crush a calculus and/or it could cause the instrument to break.". Additionally, "do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body."

Event description:
The manufacturer was informed that during a procedure the device became stuck in the patient's bile duct area. The doctor reported that the attached handle was cut off from the basket wire and attached the emergency handle. Instead, since the doctor is on a fluoroscopy with the patient so the doctor could view in real time on what is going on at the trouble area. The doctor was able to crush the stuck stone from the area and withdraw the whole wire basket from the patient. There was no additional surgery required. There was no serious injury reported.